Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/12/2018. Customer was performing tests on the unit and concluded with an easy where the blower failed to start. Customer has been performing power-up and est cycles repeatedly since without a second failure. Philips technical support advised that suspected causes may be software timing error; a one-off corrected by cpu re-boot, or component failure on blower motor controller printed circuit board. Customer to cycle power with short run times to maximize exposure to power surge to stress the blower motor controller. Technical support provided ve1121 - new blower doc and eol/eos for esprit and v200. Customer reports the unit powers up and sounds normal each time the blower turns on. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reports single instance of blower failure during an extended self test (est). No patient/user harm reported. The event date was not specified; estimate used.